Manufacturer narrative:
Additional info: d10, h3, h6 h6: the device was returned for investigation and found to be in the condition described in the event description. A visual inspection confirms obvious signs of breakage at the tip of the device.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a reverse total shoulder arthroplasty. Allegedly, the tip of the driver broke off inside the assembly screw that was ultimately left inside the patient. It did not cause a delay in the case as we used the torque limiting screw driver for the remainder of the case.